Event description:
It was reported that the tip of the surgeon side console's power cable was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: at the time of the site visit, the system could not be powered on due to damage; however, there was no impact on the procedure. When preparing for procedure for following day, the power cable was inserted into the wall outlet, and a pin broke.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the power cord. The power cord is a field scrap item and will not be returned back to isi. The system was tested and verified as ready for use.